Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "high baseline alarm" is not able to be confirmed. The field service engineer checked the pump and could not replicate the problem. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported by the registered nurse (rn) that the intra-aortic balloon pump (iabp) had persistent high baseline alarms. The rn stated that they are receiving frequent high baseline alarms and no troubleshooting attempts worked. As a result, the pump was swapped out for another, and the alarms stopped. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the registered nurse (rn) that the intra-aortic balloon pump (iabp) had persistent high baseline alarms. The rn stated that they are receiving frequent high baseline alarms and no troubleshooting attempts worked. As a result, the pump was swapped out for another, and the alarms stopped. There was no report of patient complication or serious injury and death.